Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device detected failed for high impedance and does not detect the attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to a zoll certified service provider for evaluation; the customer's report was observed and attributed to cprd pads. The pads were replaced by the service provider. The device was recertified and returned to the customer. Analysis of reports of this type has not identified anincrease in trend.